Event description:
(B)(4). Event occurred in the united states. The patient stated that the tubing of her infusion set broke. The site of detachment was where the tubing connects to the quick release. Replacement infusion set was sent out. No further information available.